Event description:
Caller reports meter has no power while using the active system. Caller reports customer went to the hospital due to low blood glucose; attempted to test but was unable to. Caller reports customer had a reading of 62 mg/dl or 63 mg/dl at the hospital and was treated with sugar in water IV. No quality controls were run. A request was made for return of the suspect product, and a replacement was sent.